Event description:
It was reported that the flow valve does not open and close appropriately. Procedure was completed without pump. Had to allow it to drop. No patient injury reported.

Manufacturer narrative:
Investigator determined that there was a relationship between the returned device and the reported incident. The returned device was tested using a known good compatible controller and wand which was found the unit was non-functional. The flow valve unit was opened and it was noted that the solenoid cable was disconnected; the cable was reconnected and tested which was found to perform as intended. The complaint was verified and the root cause was determined to be due to electrical component failure. Factors which can lead to non-functional of the device include: there may have been a loose cable connection inside the device which could cause non-functionality of the device. The cable could have become loosed from not properly handling of the device causing the connector to become loose. There were no indications to suggest the device did not meet product specifications upon release into distribution. Visual inspection of the returned flow valve assembly found there were no visual or physical discrepancies with the device.